Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incomplete bladder emptying, emotional distress.

Event description:
It was reported that following insertion the patient experienced incomplete bladder emptying, emotional distress.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and a mesh was implanted. It was reported that post implantation, patient experienced pain, urinary/bowel disturbances, dyspareunia and vaginal scarring (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and a sling was implanted.past medical history: appendectomy. (B)(6)in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2007 and a sling was implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.